Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be septic shock and peritonitis. The cause of the peritonitis event was not reported. Treatment for the peritonitis event was unknown. The patient was hospitalized for the peritonitis event 3 days prior to passing away. It was not reported if dianeal therapies were ongoing prior to or at the time of death. It was not reported if therapy with a baxter device and/or baxter pd solutions was being performed up to or at the time of death. It was not reported if the patient had recovered or was recovering from the peritonitis event prior to passing away. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e08048 and h14d01095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.